Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat incontinence and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of an anterior and posterior enterocele repair, sacrospinous fixation and cystoscopy performed during mesh implantation. It was reported that following insertion, the patient experienced vaginal pain, pelvic pain, urinary problems, vaginal odor and discharge. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05316. The same patient is represented in each medwatch.